Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on august 26, 2019 and it was reported that upon initial visual inspection, there was no visual damage or anomalies observed on the device investigation summary it was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was reported bad/no ECG all channels. Initially it was reported that there was disturbance in all ECG leads and intra cardiac signals in both carto and the ep system. The catheter was withdrawn from the patient interface unit (piu) and it was found that the catheter was causing the disturbance. The back piece of the catheter was changed without success. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the noise reported by the customer cannot be determined since the device was found working within specifications, it could be related to the use of the device during the procedure however, this cannot be conclusively determined. Manufacturer's reference # pc-000480953.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30181980l number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was reported bad/no ECG all channels. Initially it was reported that there was disturbance in all ECG leads and intra cardiac signals in both carto and the ep system. The catheter was withdrawn from the patient interface unit (piu) and it was found that the catheter was causing the disturbance. The back piece of the catheter was changed without success. The issue was resolved by changing the catheter to another one. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. At this time, no further information had been made available. Therefore, this event was assessed as having a bad/ partial ECG since it had not been confirmed if there was an external system for monitoring the patient¿s heart rhythm. Since the risk to the patient was low, this noise issue was assessed as a not reportable event. On june 26, 2019, additional information was received stating that the physician did not have any ECG signals including the anesthesia monitor or defibrillator. During the signal interference, the affected catheter was inside the patient¿s body. Per the additional information received stating there was no ECG signals available on any external system, the issue has been reassessed to bad/ no ECG on all channels and is now considered a reportable event. The awareness date of this reportable finding is june 26, 2019, the date the additional information was provided.